Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had in a cement spacer because of a prior infection and above mentioned implants were implanted in its place on (B)(6) 2010. Post on the bearing component had dislocated and so needed to be revised. When it was revised, it was found that pt ruptured his patella tendon which is the possible cause of the dislocation. When they went in to revise, it was found also that the pt had once again infected and so another spacer was put in until infection is cleared and another implant will be implanted."